Event description:
A customer reported an issue with a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the customer through the process. After the pump was reset, the cgm error did not reappear, and the customer successfully started their sensor session.